Manufacturer narrative:
The lot was manufactured july 17, 2017 - july 19, 2017. The device was received for evaluation with no fluid in its bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device was refilled, and a functional flow rate test was performed. The flow rates were found to be within the product specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not flow at all during infusion. The folfusor was filled with 4800ml of fluorouracil diluted with 5% glucose solution to a total fill volume of 96ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.